Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) was electively replaced due to a battery status of elective replacement indicated (eri). The device was returned to guidant.